Event description:
It was reported that noise was noted. The noise caused inappropriate vt/vf detections but not any inappropriate therapy. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.